Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An osseotite certain implant (ioss413) was received with the cover screw in its original packaging. Visual inspection of the returned product identified that the tamper resistant tab on the outer box was broken. The tyvek lid on the inner tray was pealed and the blister on the inner vial was completely removed. The implant and the cover screw no evidence of any signs of usage. The package and the labels were in proper condition.the complaint alleges a packaging issue that cannot be functionally evaluated. Therefore, no additional testing was performed. Therefore, based on the evaluation, the device did not malfunction and the reported event was unconfirmed following inspection. Review of the DHR for ioss413 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a size 415 implant was received in the box of the ioss413 implant. The procedure was completed with another implant.